Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer was hospitalized as a result of high blood glucose levels. Customer was only receiving insulin from the device when they would program it to do so. Troubleshooting for high blood glucose levels was performed. Customer was wearing the insulin pump when admitted into the hospital. Customer called back to perform the high pressure test. Customer performed and passed the high pressure test. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose levels per health care provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.